Event description:
It was reported to philips that the system could not start up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system failed to start after the software upgrade during onsite maintenance by the fse. The philips field service engineer (fse) inspected the system onsite and identified a defective hard disk in the suite pc. The fse replaced hard disk using a part obtained from the local philips facility. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.